Event description:
The healthcare professional contacted lifescan (lfs) alleging some of the one touch suresoft lancing devices of this lot did not fully retract. Lifescan is aware that in some of the one touch sure soft lancing devices of this lot the needle may not remain retracted into the housing after firing. Lifescan therefore is replacing the affected product.